Event description:
Surgeon was using e-pen with diamond (round) burr, spinal decompression, end of hand piece heated it up, caused full thickness burn to wound edge.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device as returned and no lot number was provided.